Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while clipping the vessel the surgeon noticed metal sheared off the left side, of the elbow of the device. It is unknown what part of the device metal became sheared. Nothing had to be retrieved however an x-ray was done to determine if there was metal in the patient and the x-ray came back negative. Another device was used to complete the procedure. No adverse consequences reported. No details are available.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaws ramp broken. Upon functional testing of the device, the clips were ejected due to the found condition of the jaw. The device locked as intended. It should be noted that an investigation has been initiated to address the potential root cause of the broken jaw issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.